Event description:
It was reported that a 32-year-old caucasian female patient who underwent primary breast augmentation surgery with a 405cc mentor memorygel xtra breast implant experienced left sided rupture post procedure. As a result, patient underwent removal and replacement like device on (B)(6) 2022.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth mod + prof xtra 405cc breast implant was found to have four (4) tears (a, b, c, and d) on the anterior view, measuring approximately 0.7 cm, 1.3 cm, 1.5 cm, and 3.5 cm respectively. Microscopic examination was performed on the edges of the ruptures (a, b, c, and d), and parallel striations were found in an area of all tears, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tears could not be identified. A manufacturing record evaluation was performed for the finished device 9595706 number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).